Event description:
On 1/28/1998 following a ptca/stent procedure, an angio-seal device was placed. This placement was attempted by a physician who had not completed his training, and the deployment sequence was not performed in accordance with the instructions for use. Persistent bleeding was noted from the puncture site after the device was deployed. Manual pressure and a femostop device were applied, and a hematoma (size undocumented) was noted to have formed. The pt's leg became mottled and distal pulses were noted to be absent. An ultrasound was performed, and the pt was taken to surgery for vascular repair. There have been no operative reports or further info made to the MFR at this time. Follow-up with the site on 2/5/1998 confirmed that the pt had been discharged home. As of 2/25/1998 there have been no further reports of complication of sequelae made to the MFR.